Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms of hematuria and infection are known risks associated with use of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during a water vapor therapy procedure with a delivery device, the patient experienced hematuria. Nine days later, the patient experienced moderate infection. There was administration of anticoagulants at the time of the procedure. A catheter placement was performed. The treatment for the infection was catheter placement, medication, and extended hospital stay/rehospitalization. The patient outcome was reported to be improved.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms of hematuria is a known risk associated with use of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during a water vapor therapy procedure with a delivery device, the patient experienced hematuria. There was administration of anticoagulants at the time of the procedure. A catheter placement was performed. The patient outcome was reported to be improved.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms of hematuria is a known risk associated with use of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during a water vapor therapy procedure with a delivery device, the patient experienced hematuria. As a result, there was hospitalization or prolongation of hospitalization stay. The patient outcome was reported to be improved.